Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0056626r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the patient was in a skilled nursing facility, but had been referred to hospice to manage her pain. It was noted the patient¿s pain was significantly worse and the patient¿s general pain condition was ¿over a 10.¿ the patient was in severe pain in the area of the pump starting (B)(6) 2015. Around that same time the patient was admitted to the hospital for an infection that was throughout the patient¿s body and the patient was ¿out for 9 days.¿ while in the hospital the patient developed aspiration pneumonia. The patient now had problems in the area of the pump and had experienced a significant weight loss of 18 pounds (lbs) in the last six weeks. The pump was protruding out of her abdomen. The patient currently weighed under 100 lbs. The pump was just filled and the patient¿s pain was a 10 out 10 still. The healthcare provider (hcp) informed her he did not believe the patient would make it another 6 months and referred the patient to hospice. Hospice was already making plans to manage the patient with oral dilaudid and possibly by other means, which was why they needed the pump off. The pump was being used to deliver dilaudid. The date of onset of the infection, treatments instituted for the infection, the type of infection and specific symptoms, as well as the patient outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.